Manufacturer narrative:
Journal reference: atiyeh bs, hayek sn, et al. "Baclofen pump pocket infection: a case report of successful salvage with muscle flap." International wound journal 2006; 3(1): 23-28. This report is being filed under exemption.

Event description:
Journal reference: atiyeh bs, hayek sn, et al. "Baclofen pump pocket infection: a case report of successful salvage with muscle flap." International wound journal 2006; 3(1): 23-28. The article describes several pump pocket site infections in patients being treated with an implantable infusion pump. The patients were receiving intrathecal baclofen for spasticity. Reportable events: 1. Pump (n=6): infection.